Event description:
Contacted regarding an elevated accu tnl result from a patient that was generated by the unicel dxl instrument. Patient was being monitored using troponin (accu tnl) due to a clinical suspicion of a cardiac event. The patient had an accu tnl result of 0.04ug/l from a previous sample (a). The elevated accu tnl (sample b) result was 0.64ug/l. The elevated accu tnl result (from sample b) was reported out of the laboratory. The customer indicated that a new sample (c) was collected for accu tnl. The accu tnl result from sample c was 0.04ug/l. Based on the lower accu tnl result from sample c, the customer retested sample b for accu tnl. The repeated accu tnl result from sample b was 0.04ug/l. The customer did not indicate if a corrected report was sent for sample b. There has been no patient injury that can be attributed to this event.